Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-06105. The pt had 2 leads implanted with the same lot number. It was reported the pt was experiencing a shocking sensation while using her scs system. Lead diagnostics showed one invalid contact. Reprogramming resolved the issue for a short period of time, however, it returned. The pt's entire scs system was replaced with a new one which resolved the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.